Event description:
The physician was performing a balloon angioplasty and stent. He ballooned distal to the stent, then moved the balloon within the stent. While ballooning hard plaque within the stent at 15 atm, the balloon broke. They did not notice this occurred until resistance was felt pulling the balloon through a 6f pinnacle sheath. The balloon catheter came out without the distal end. The distal end of the balloon catheter was found within the patient, and was covered by a stent.

Manufacturer narrative:
Evaluation: event is still under investigation.